Event description:
A us distributor reported that a patient was experiencing "adjust/check belt" messages and the electrode belt had a damaged te pad/sensing electrode. A us distributor reported that a monitor's response buttons were not functioning.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿adjust/check belt¿ messages, damaged te pad) was confirmed due to ECG ¿c&d¿ blue wire being pinched at the distribution node. The belt did not pass falloff testing. The root cause for the pinched wire was unable to be positively identified. There was no adverse event that resulted from the damaged belt. Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed due to the front response button being contaminated. The cause of the inability to activate the monitor is the contaminated response button. The root cause of the contaminated response button is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the damaged monitor.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed due to the front response button being contaminated. The cause of the inability to activate the monitor is the contaminated response button. The root cause of the contaminated response button is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were not functioning.